Event description:
It was reported that the system 9800 would not initialize. There was no patient involvement or information provided.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.